Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted on (B)(6) 2014 with symptoms of fatigue, jaundice, nausea and vomiting. Labs showed increase in lactate dehydrogenase (ldh) and plasma-free hemoglobin (pfh), elevated creatinine, blood in urine, all suggestive of thrombosis. The pt was initiated on arixtra and switched to IV heparin after heparin antibody resulted negative. The pt also started on primacor. The pt did not respond and underwent a pump exchange from one lvad to another lvad on (B)(6) 2014.